Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed,eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). The target lesion had a diameter of 2.5 ¿ 3.0 mm and was greater than 40mm long, with a significant bend between 45 and 90 degrees. Following predilatation, a 32x2.50 omega¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.